Event description:
A physician reported a pt who on 17 jan 2000 was skin-tested in the right forearm with negative results. In 2000, the physician treated a left upper cheek scar. On 2 mar 2000, the pt called to report itching and discomfort at the treatment site. The physician prescribed oral and/or topical benadryl and ice packs as needed for symptom relief. The pt called again on 3 mar 2000, reporting redness, swelling, and continued itching at the treatment site and was told to continue the previously prescribed interventions. On 6 mar 2000, the physician saw the pt and prescribed a medrol dose-pak, topical benadryl, temovate cream, and topical vitamin e. The pt was much better on 16 mar 2000 and was told to return in six months for follow-up. On 27 mar 2000, the pt called to report continued itching and was instructed to use the benadryl. The physician diagnosed the symptoms as hypersensitivity.